Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of "nausea, vomiting, abdominal pain, internal burning sensation like fire, extreme cramping, very close to coma" and seizure. The customer was unable to self-treat, and a healthcare professional (hcp) provided unspecified treatment for the diagnosis of hyperglycemia. The customer was admitted into the intensive care unit (ICU) for an unknown length of time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.